Event description:
The customer reported sid (sample ID) (B)(6) tested on (B)(6) 2022 gave a positive result for the rsv target on the alinity m resp-4-plex assay. When retested a negative result was obtained. The false positive result was not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
The following reports are being submitted as part of this event: 3005248192-2022-00878, 3005248192-2022-00879, 3005248192-2022-00880, 3005248192-2022-00881.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 . 3005248192-2022-00744 follow up report 1. 3005248192-2022-00765 follow up report 1 . 3005248192-2022-00796 follow up report 1. 3005248192-2022-01095. 3005248192-2022-01096. 3005248192-2022-01097. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-01101. 3005248192-2022-01102. 3005248192-2022-01103. 3005248192-2022-01104. 3005248192-2022-00716 follow up 01. 3005248192-2022-00791 follow up 01. 3005248192-2022-00735 follow up 01. 3005248192-2022-00904 follow up 01. 3005248192-2022-00705 follow up 01. 3005248192-2022-01123. 3005248192-2022-01124. 3005248192-2022-01125. 3005248192-2022-00752 follow up 01. 3005248192-2022-00753 follow up 01. 3005248192-2022-00743 follow up 01. 3005248192-2022-00719 follow up 01. 3005248192-2022-00978 follow up 01. 3005248192-2022-00979 follow up 01. 3005248192-2022-00980 follow up 01. 3005248192-2022-00937 follow up 01. 3005248192-2022-01017 follow up 01. 3005248192-2022-01018 follow up 01. 3005248192-2022-01148. 3005248192-2022-00934 follow up report 1. 3005248192-2022-00942 follow up report 1. 3005248192-2022-00943 follow up report 1. 3005248192-2022-00944 follow up report 1. 3005248192-2022-00945 follow up report 1. 3005248192-2022-00946 follow up report 1. 3005248192-2022-00920 follow up report 1. 3005248192-2022-00921 follow up report 1. 3005248192-2022-00922 follow up report 1. 3005248192-2022-00923 follow up report 1. 3005248192-2022-00924 follow up report 1. 3005248192-2022-00925 follow up report 1. 3005248192-2022-00926 follow up report 1. 3005248192-2022-00927 follow up report 1. 3005248192-2022-00928 follow up report 1. 3005248192-2022-00929 follow up report 1. 3005248192-2022-00930 follow up report 1. 3005248192-2022-00931 follow up report 1. 3005248192-2022-01198. 3005248192-2022-01199. 3005248192-2022-01200. 3005248192-2022-00707 follow up report 1 . 3005248192-2022-00757 follow up report 1. 3005248192-2022-00718 follow up report 1. 3005248192-2022-00964 follow up report 1. 3005248192-2022-00965 follow up report 1. 3005248192-2022-00966 follow up report 1. 3005248192-2022-00967 follow up report 1. 3005248192-2022-00968 follow up report 1. 3005248192-2022-00969 follow up report 1. 3005248192-2022-00970 follow up report 1. 3005248192-2022-00971 follow up report 1. 3005248192-2022-00798 follow up 01. 3005248192-2022-01206. 3005248192-2022-00800 follow up report 1. 3005248192-2022-00801 follow up report 1. 3005248192-2022-00742 follow up report 1. 3005248192-2022-00883 follow up report 1. 3005248192-2022-00884 follow up report 1. 3005248192-2022-00885 follow up report 1. 3005248192-2022-00886 follow up report 1. 3005248192-2022-00887 follow up report 1. 3005248192-2022-00888 follow up report 1. 3005248192-2022-00889 follow up report 1. 3005248192-2022-00890 follow up report 1. 3005248192-2022-00891 follow up report 1. 3005248192-2022-00892 follow up report 1. 3005248192-2022-00893 follow up report 1. 3005248192-2022-00894 follow up report 1. 3005248192-2022-00895 follow up report 1. 3005248192-2022-01207. 3005248192-2022-01223. 3005248192-2022-00899 follow up report 1. 3005248192-2022-01239. 3005248192-2022-01241. 3005248192-2022-00878 follow up 01. 3005248192-2022-00879 follow up 01. 3005248192-2022-00880 follow up 01. 3005248192-2022-00881 follow up 01.